Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test prime/fill anomaly due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose level of more than 250 mg/dl and they claimed 322 mg/dl. Customer was assisted with troubleshooting. Customer stated that the insulin pump did not dropped and drive support cap had no damage. Insulin exits through tubing and reservoir had air bubbles. Bolus and basal matches with total daily dose. The insulin pump will be returned for analysis.